Event description:
I have the essure and I still have them it has caused me to almost bled to death and due to that reason I had to have a partial hysterectomy and as of right now I am having a lot of pain still.